Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shock therapy due to atrial driven rhythm. Technical services (ts) reviewed the episodes and discussed there are five episodes that show conducted af and then the rhythm accelerates to ventricular tachycardia (vt) and becomes stable, therefore the device delivers atp and converts the rhythm. It was also mentioned that there are parts where the conducted af enters the vt-1 and vt zone, resulting in electric shocks being delivered. The patient was symptomatic, presenting sweating and not feeling well. Ts provided recommendations and advised to stabilize the patient rhythm first. The crt-d remains in service. No additional adverse patient effects were reported.